Manufacturer narrative:
Updated codes- investigation findings, investigation conclusion

Event description:
It was reported that pump experienced malfunction alarm after exposure to heat. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to multiple daily injections (mdi) for insulin therapy.